Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the battery was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging are most often attributed to a high max error, a faulty integrated circuit and/or an improper weld. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an inability to connect the battery to a controller can be attributed, but not limited, to a connector failure, assembly failure and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and would show a red light on the battery charger display due to a bad connection. The locking/ rotating mechanism was stiff and did not secure the connection to the charger. When it was tested on the controller port it provided no power because it was unable to be secured to the controller. The battery was replaced. No patient complications have been reported as a result of this event.